Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number and complete facility address were not provided. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from china that during an unspecified surgical procedure, it was discovered that the motor device had an abnormally high temperature. It was further reported that the device had a lock issue as it could not lock the consumable device. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had unintended activation/motion. It was further observed that device had damaged wire and component damage. It was further determined that the device failed pretest for loctite assessment, no short circuit between sensor gnd and connector body, and safety assessment. The assignable root cause was determined to be traced to component failure from wear.